Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Patient was taken for computed tomography (CT) for chest, abdomen and head, which was positive for large bilateral pulmonary emboli. Previous echo showed left ventricular ejection fraction (lvef) of 50% with severely reduced right ventricle (rv) function. Decision was made to remove impella and treat with lytics.

Manufacturer narrative:
The investigation for the reported pulmonary embolism has been completed. The product was not returned for investigation. The root cause of the injury was not determined due to insufficient clinical details.